Event description:
The customer received a blood glucose reading of 71 on the contour next ez meter, retested on two other meters and received readings of 258 and 261 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strip information was not provided. A new meter was sent to the customer.